Event description:
It was reported that a preloaded monofocal intraocular lens (iol) got stuck in the injector during implantation into the patient's operative eye. There was no patient involvement. Through follow up we learned that the lens and cartridge did come in contact with the eye. On attempting to inject it, the implant became stuck in the wound despite extending it. It continued to come out of the cartridge but by that stage, the lens looked misshapen. The patient is fine with no problems. Through further follow up we learned that there were no additional surgical interventions. The delay to the procedure was only the time to open the packaging of a new iol. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted. Section d6b - explant date: does not apply - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: hs-incision enlarged. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.